Event description:
Per the audiologist, the pt reported the cochlear implant sys suddenly stopped working while he was driving to work. Exchanging the external equipment did not alleviate the problem. There were no reported signs of swelling, redness, infection, pain or abnormal hlth symptoms during this time. Expert review of the results of an integrity test done in 2007 suggested the device might not be working within specs. However, due to possible technical difficulties, a repeat integrity test was requested. The pt's device was explanted (date not reported) and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.